Event description:
It was reported to manufacturer, by dsi, one of their customers (B)(6), per facilities customer service call, (B)(6) reference an incident that allegedly involved the lift. He reported the following occurred in the evening of (B)(6) 2011; two c.n.a.'s were moving a resident from the bed to a wheelchair, when part of the lift came apart, and they dropped the resident into the wheelchair. Product has been taken out of service. Pictures of the lift were sent to the manufacturer for review. Pictures revealed on the 4 point cradle, there are 2 swivel bolts / pins in the hinge, one on either side of the cradle, where the strap hooks to. One of the bolts snapped off. After conversation with the (B)(6) no injury to the resident was reported due to the fast response of their aides; however, they believe this could have become a serious issue if the aides were not so attentive. (B)(4) and (B)(4) issued to get lift parts back for evaluation.